Manufacturer narrative:
The device was returned for analysis. The material separation of the foot, the difficult to open or close, and the failure to fire were confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment and therefore is not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of thrombus and perforation are listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the foot interacted with patient anatomy (calcification) inhibiting opening of the device. This interaction captured calcification or tissue in the foot during close which deflected the foot to the protruded position with the lever closed. Upon removal the protruded foot created the perforation. The foot break likely separated due to the manipulation of the device during the attempted foot close or during removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: catalog number

Event description:
Subsequent to the previously filed report, a posterior foot break was found during evaluation of the returned device. The account confirmed that the foot separation was noted on removal of the device. The location of the detached foot is unknown. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of one prostyle device were successfully pre-placed. Reportedly, the foot of the second prostyle device that was attempted became stuck in the femoral artery. The suture was unable to be deployed. The lever was closed; however, the foot did not retract and a perforation occurred while removing the device. The sutures of another prostyle were pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures. A covered stent was used to achieve hemostasis/ treat the perforation; however, significant thrombus was present due to prolonged balloon inflation. As a result, cut down surgery was performed along with thrombectomy and vascular repair to treat the perforation (stent removed at the time and patch placed). The two (first and last) successfully deployed prostyle sutures worked as intended and only didn¿t achieve hemostasis due to the perforation caused by the second device. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. UDI: the UDI number is not known as the part and lot number were not provided.